Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017; 700fc25 heart band, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to the patient passing away. The lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient cause of death was systolic heart failure and mitral valve regurgitation. It was further noted that the patient death was unrelated to the device system function.